Event description:
It was reported that during pre-dilatation in the moderately calcified mid left anterior descending artery, the 3.0x12 nc trek balloon was inflated to 12 atmospheres for five seconds, during the first inflation. Angiography confirmed that the lesion was not quite dilated; therefore, the catheter was withdrawn from the anatomy. Outside of the anatomy, the balloon was found to be ruptured. A non-abbott balloon was used to complete pre-dilatation and a non-abbott stent was deployed to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: heartrail jl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.